Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. User facility number: mw5080315. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 21, 2020 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2018. According to the complainant, the spaceoar gel was noted to be present in the rectum. The patient experienced ulceration and severe bleeding requiring a procedure.